Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter in two pieces. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Microscopic examination and tactile inspection presented no damage or irregularities to the shaft. Microscopic examination revealed a kink 61.5cm from the strain relief and a complete hypotube separation 65cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50mmx15mm emerge¿ balloon catheter was selected for use. However, during the procedure outside the patient, the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50mmx15mm emerge balloon catheter was selected for use. However, during the procedure outside the patient, the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.